Event description:
The end-user was walking through the living room with the walker when the left handle on it snapped in half at the joint. He fell down and he broke his pelvic bone. The ambulance came and took him to the hospital. He already has rods and screws in his hip. They are waiting to see how he heals before deciding on surgery.